Event description:
It was reported that the bd ultra-fine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: the ultra fine pro were partly not continuous, thereby some loss.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: the ultra fine pro were partly not continuous, thereby some loss.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.